Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. Reportedly, the customer overcompensated with food, and bg level increased to 540 mg/dl. The customer delivered boluses and administered manual injections to lower bg level to approximately 120 mg/dl. In addition, it was reported that the customer experienced low blood glucose (bg) levels of 48 mg/dl. Reportedly, the customer was prone to dropping low often. Additionally, the customer suspected that due travelling and being stuck at the airport contributed to the low bg value. To treat the bg level, the customer consumed glucose tablets and cookies.

Manufacturer narrative:
Additional information was received on 6/10/2018. Pump data logs were review by tandem technical support and verified that on (B)(6) 2018, the customer unlocked the pump screen and requested a food bolus of 5 units. In addition, on (B)(6) 2018, the customer programmed two bolus requests. The first bolus was at 1:26 am for a food bolus of 45 grams. Another bolus was entered at 2:50 am, for a blood glucose (bg) value of 180 (mg/dl), and the pump recommended 0.27 units based on the insulin on board (iob) of 1.129.